Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the neurostimulator was repositioned on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the hcp did not think it was related to the implant or device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated no steps were taken to resolve the post-op pain and wound weeping. They stated the wound has healed but the pain was almost unbearable. The issue was not resolved. They provided their weight at the time of the event. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they are 9 weeks post-op and they are in a lot of pain. The patient stated that they cannot do anything. They also mentioned that their wounds are still weeping, and they have bandages on them daily. The patient stated that they went to the emergency room for their pain and were prescribed tramadol. They noted that they want the device out, but their physician is currently on vacation. Additional information received from the patient on (B)(6) 2019, indicated that the patient was still experiencing severe rib and stomach pain. The patient was frustrated that they were experiencing complications right at the implant site. They indicated that the other physicians at the clinic won¿t perform the explant, as they didn¿t perform the implant. Patient services suggested that the patient follow-up with other physicians on the list that was sent to them. No further complications were reported or anticipated. Additional information was received from a consumer and from a healthcare professional (hcp). It was reported that the patient was in a clinical study. It was clarified that the pain was in the area where the device was and around the whole area. The patient believed the device was in the ¿wrong spot¿ because it was near their ribs and rubbed against their ribs, causing a ¿sharp pain¿. It was noted that at an office visit on (B)(6) 2019, the patient reported blood oozing from the battery site and pain at the battery site, and at an office visit on (B)(6) 2019, the patient had sensitivity at the battery site. The patient visited the ER for rib pain on 8/2 and nothing was found from an x-ray; it was noted that the battery and leads were connected properly. On (B)(6) 2019, the patient reported their pain increased at the battery site and turning off the device did not reduce the pain. The pain extended from the battery to the ribs to the front of the body, and there was a small amount of daily serous drainage. On (B)(6) 2019, a battery revision was ordered. It was noted that the event was unlikely related to the device or therapy,and related to the implant procedure. The outcome of the event was ongoing. No further complications were reported/anticipated.